Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device was returned for analysis. Visual inspection revealed that there is a kink located approximately 1.6cm from the distal tip just proximal to ring 3. There is a circular depression in the insulation on the proximal side of ring 1. The cavity has a rust colored substance in it which extends under the rings adhesive and along the edge of the electrode. There also appears to be a pinpoint cavity in the insulation that is filled with the distal seal adhesive of ring 2. Proximal to ring 3 there appears to be a depression in the shaft insulation that is filled with adhesive. There is dried saline on the handle. X-ray showed a bent center support. The device was brought to the ahal for analysis of the depression in the sheath insulation near ring 1 and the two suspect locations by ring 2 and ring 3. The analysis had the following conclusion. The orange fm near ring 1 is consistent with iron oxide, which obscures any presence of any breech in the insulation near ring 1. There were no detectable breeches in the insulation near rings 2 and 3. The distal end was dissected. There is the rust colored substance (rust oxide) under the ring 1 electrode however the substance is not in the interior of the shaft. The depression aligns with the hole in insulation for the ring 1 wire; it was verified that there is no breach of the insulation at the depression. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is design specification as the device problem was traced back to the design specifications. (B)(4).

Event description:
Reportable based on analysis completed on 01may2018. It was reported that the tip was deformed. A 7/110/2.5/7-4 quad k2 blazer¿ ii htd was selected for use. During preparation, it was noted when removed from packaging that the tip was deformed and subsequently was not used in the procedure. No patient complications were reported. However, device analysis revealed a foreign material on the distal end of the device.